Event description:
On (B)(6)2010, abbott point of care was contacted by a customer who reported that they smelled smoke from an I-stat downloader recharger and the unit was warm to touch. There was no report of any injury associated with the event.